Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that "settings not available" was seen on the controller. It was reported that the patient tried to pull the battery pack and tried to do a reset. Patient stated he decreased stimulation at night and increased in the morning. Patient stated he increased both programs at the same time and was getting "settings not available"; even when he adjusts the groups individually. Patient decreased stimulation and was unable to increase stimulation. It was reported that the patient had a fall last week and tripped while walking backwards; fell directly on the battery. Stimulation unchanged after however a week later, cannot deliver intensities beyond 6ma with the controller. The manufacturer's representative reported being able to increase ma with the tablet. The rep programmed different contact on group b. Group a still not functioning as before fall. Impedance check was done; contact #10 was at 4k, all the rest were within normal limits. Issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. A correction was made. Additional codes have been added. If information is provided in the future, a supplemental report will be issued.